Manufacturer narrative:
The reported event occurred on a cobas 6000 e 601 module analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The sample in question was formally classified as a confirmed false negative with the elecsys anti-hcv ii assay. False negative results can occur due to the assay's claimed clinical sensitivity of 100% (99.61% - 95% lower confidence limit). The sample was not confirmed as hcv-positive by nucleic acid testing (nat) and did not exhibit elevated liver enzymes or symptoms indicative of hepatitis infection. The elecsys anti-hcv ii assay did not show any reactivity with the sample, while other commercially available assays yielded discrepant positive results. Biotin interference and assay performance changes were ruled out as potential factors. The assay's design, which uses specific antigens in both binding and detection steps, may provide an advantage in cases of unspecific binding of human igg. A definitive root cause for the reported event has not been determined.

Event description:
The initial reporter alleged a discrepant non-reactive result for an external quality assessment (eqa) survey sample tested with the anti-hcv g2 elecsys cobas e 200 assay on the cobas 6000 e601 module. The eqa sample, identified as hep21-4a, was reported as negative with an index value of 0.038 coi (cutoff index) instead of the expected positive result. The sample was described as native, undiluted plasma containing anti-hcv antibodies. According to the attached report, 64 results were positive and 41 were negative across participating laboratories, with 40 of the negative results attributed to elecsys customers. The sample was not confirmed as hcv-positive by nucleic acid testing (nat) and did not exhibit elevated liver enzymes or symptoms indicative of hepatitis infection. Comparator testing included other commercially available immunoassays, which yielded discrepant positive results, and the fujirebio hcv score blot assay, which was indeterminate. The mikrogen recomline hcv igg blot assay also returned an indeterminate result. The elecsys anti-hcv ii assay did not show any reactivity with the sample.